Manufacturer narrative:
The olympus scope has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the instrumentation channel from the colonovideoscope tested positive for 64 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024, sampling from: distal end, cfu: no detection. Bacterial identification: n/a. The device was evaluated, and foreign material was found in the air/water cylinder and the air/water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined; however, residue from reprocessing was detected at the point where the bacteria was detected. Water leakage occurred from the biopsy channel, which resulted in the reprocessing not being able to be conducted properly. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 13cfu/20ml colony forming units (cfus) of an unspecified microorganism (the air/water channels were sampled). The device was sampled again and tested positive for 64 cfu's of escherichia coli (the biopsy channel was sampled), and 8 cfu of an unspecified microorganism (it was not specified which channel was sampled). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.